Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 1.50mm x 8mm emerge balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications or injuries reported, and the patient was in good condition post-procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Device evaluated by MFR: returned product consisted of an emerge mr balloon catheter. A visual inspection revealed no damage or irregularity. A microscopic inspection revealed a pinhole 4mm from the tip. There was blood and contrast in the inflation lumen and the loosely folded balloon. There was blood in the guidewire lumen.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 1.50mm x 8mm emerge balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications or injuries reported, and the patient was in good condition post-procedure.